Manufacturer narrative:
D.3 common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ enteric viral panel that there was false positive results. The following information was provided by the initial reporter double detections of rotavirus and adenovirus keep coming. The staff is well trained and therefore takes little material. The customer has a demo device and the customer is dissatisfied with the test.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. 443985) lot 2229203 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about double detections of rotavirus (rov) and adenovirus (adv). Run 20 from bd max¿ instrument ct3027 was received for investigation and analyzed. Manual pcr curve adjudication was performed on all the samples, all of which gave positive results for the rov and the adv) targets, corresponding to the customer issue. Analysis revealed that samples in positions b4, b6 and b7 showed expected fluorescence detection in the fam (rov target) and vic (adv target) channels in top of the cartridge and appear to be true positive results. Pcr curve of sample in position b5 was analyzed and showed an atypical curve for the adv target which does not appear to be a true positive result while depicting expected fluorescence in the fam channel (rov target; true positive result). It must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Review of this data by a bd instrument quality engineer confirmed that the adv positive result for sample in position b5 may be linked to an instrument issue. An instrument service ticket was opened to further investigate this issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant result on bd max enteric viral panel lot 2229203. The root cause was not identified. Nonetheless, no reagents issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while using the bd max¿ enteric viral panel that there was false positive results. The following information was provided by the initial reporter double detections of rotavirus and adenovirus keep coming. The staff is well trained and therefore takes little material. The customer has a demo device and the customer is dissatisfied with the test.